Event description:
It was reported that the implantable cardiac defibrillator system was explanted due to bacteremia. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information received indicated the patient had sepsis syndrome and enterococcal bacteremia. Blood cultures were positive for enterococci and no vegetation was present on the heart valves or device. The patient was treated with intravenous antibiotics. The patient was reported to be a participant in the system longevity study.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: (B)(4) - the device was returned and analyzed. Analysis and no anomalies were found. Concomitant products: product ID 694765, implanted: (B)(6) 2009; (B)(4) 2013. Product ID 419478, implanted: (B)(6) 2011; product ID 407652, implanted: (B)(6) 2009. (B)(4).